Event description:
On (B)(6) 2012, (B)(6) reported that they had a defective temperature cable for an hl20. No article number or serial number was provided for the hl20 or temperature cable. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The serial number for the hl20 was not available, so the manufacture date could not be determined. The defective cable was not returned to the manufacturer. (B)(4).